Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 900 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the hospital and with the pump. Customer was off the pump for less than 48 hours. Customer declined to further troubleshoot for high readings. The insulin pump was not returned for analysis.